Manufacturer narrative:
The unit had an intermittent button response due to a corroded keypad. The unit had no button error alarms and no traces of moisture at the electronic or motor assemblies per visual inspection. The unit had dog chew marks on the reservoir tube lip, minor scratches on the lcd window, cracked battery tube threads, and a cracked case at the reservoir tube window corners.

Event description:
The customer called in to report a button error alarm while at the beach. The customer's blood glucose level was 256 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.